Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported, that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed, and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined, to be a low transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).